Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the following issue was observed on the device: ¿no note, missing handle.¿ additional notes provided by the facility¿s clinical engineering support services include: ¿they were screws for the rear case, and the unit was missing a screw back there. I ran the unit through all of its pm tests, and it passed them all. The only issue is that the barrel clamp sensor takes a few seconds to register that it is closed. If you click through the tests too fast then it will fail them, but if you wait a bit then it will correctly read that the barrel clamp is closed.¿ reported problem cause description: "incidental.¿ there was no reported patient involvement. Although additional information and product return have been previously requested, the customer provided a general statement that ¿no further information will be provided, including patient demographics and no products will be returned.¿